Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that blood leaked at the male luer. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: non-bd blood bag a rh positive red blood cells culot globulaire exp 19jun2018; non-bd (baxter) 250ml infusion bag 0.9% sodium chloride injection usp lot w8e15c2 exp aug19. The customer¿s report of a leak at the connection of the male luer to the needleless connector was confirmed. Functional testing was performed and leaking was observed from the engagement between the primary set's distal luer end and the maxzero valve. Further inspection of the valve's top component showed a microchannel/scratch within the interior diameter. The root cause of the leak was a microchannel/scratch within the interior diameter of the maxzero valve, caused by a manufacturing issue.

Event description:
The customer reported that near the end of a rbc transfusion (64 ml), blood leaked at the connection of the male luer to the needleless connector on the patient's PICC line. There was no report of patient harm.